Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from one of the tubes during fill 1 of 5 of their pd treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. There were several air detected in cassette warnings prior to discovering the fluid leak. The pdrn stated that after the alarms, the patient found that the patient line¿s tubing was leaking. The pdrn confirmed that no fluid came in contact with the cycler and confirmed it was only the patient line tubing that was leaking. The cause of the leak was unknown, and there were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the cycler the night of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from one of the tubes during fill 1 of 5 of their pd treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event. There were several air detected in cassette warnings prior to discovering the fluid leak. The pdrn stated that after the alarms, the patient found that the patient line¿s tubing was leaking. The pdrn confirmed that no fluid came in contact with the cycler and confirmed it was only the patient line tubing that was leaking. The cause of the leak was unknown, and there were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the cycler the night of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.